Event description:
It was reported that on the second band adjustment, the surgeon inserted fluid into the port, but could not withdrawn the fluid. The patient was taken to x-ray and it was determined that the band tubing was disconnected from the port. A new port was placed to re-establish band effectiveness. There was no patient consequence.

Manufacturer narrative:
(B)(4). DHR review of final packaging lot was performed and no discrepancies relevant to the complaint were found. Port hooks non functional due to biological debris the injection port with excessive biological debris, the locking connector, and a piece of catheter were returned for analysis. Per a visual inspection, it was observed that the locking connector was returned detached from the injection port. The port body on the tubing connection side was damaged (scratched), it was noted that a lot of biological debris were present on hooks and inside of the actuator ring. It was not possible to place the locking connector, because tissues impeded the placement of the locking connector. On the lock pick marks were present possible from a hubber needle. An injection test and a leak test was performed on the injection port with a successful results. However, it was not possible to deployed and retracted hooks due to biological debris. Dimensional measurements was also performed on the components returned and found to be within specifications.